Event description:
As reported by our affiliates in canada, this was a valve in mac case with a 29mm sapien 3 ultra resilia valve, in open mitral position. During the procedure, the anterior leaflet was resected, and the valve was introduced in the mitral orientation. The valve was crimped directly on the balloon. It was difficult to advance through the mitral valve and the valve moved on the balloon. During initial inflation, no translation on valve expansion was noted and it was recognized that the valve seemed to be off balloon. The balloon came off the valve while attempting to advance the delivery system in the tight anatomical mitral valve. No leak was noticed on the delivery system. Therefore, the balloon that was stuck in the ventricle was retracted by performing small balloon inflations and retractions to align the valve on the balloon. Once the valve was on the balloon, the valve was successfully deployed at a nominal volume. After valve deployment, a ventricular septal defect (vsd) was noticed. A patch repair was successfully done. The heart was closed and no ventricular septal defect or paravalvular leak was noted on echo. No damage was observed on the balloon. The patient passed away. The perceived cause of death was vsd complications.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, this was a valve in mac case with a 29mm sapien 3 ultra resilia valve, in open mitral position. During the procedure, the valve was crimped directly on the balloon. The flex tip remained in the crimping position and not against the valve for the entirety of the case. The anterior leaflet was resected, and the valve was introduced in the mitral orientation. The valve was crimped directly on the balloon. It was difficult to advance through the mitral valve and the valve moved on the balloon. During initial inflation, no translation on valve expansion was noted and it was recognized that the valve seemed to be off balloon. The balloon came off the valve while attempting to advance the delivery system in the tight anatomical mitral valve. No leak was noticed on the delivery system. Therefore, the balloon that was stuck in the ventricle was retracted by performing small balloon inflations and retractions to align the valve on the balloon. The valve alignment function was not utilized since the flex tip was not against the valve, making this function not possible. Once the valve was on the balloon, the valve was successfully deployed at a nominal volume. After valve deployment, a ventricular septal defect (vsd) was noticed. A patch repair was successfully done. The heart was closed and no ventricular septal defect or paravalvular leak was noted on echo. No damage was observed on the balloon. The patient passed away. The vsd could not be isolated to a single event, as it was only noted after a series of all the steps were taken. The perceived cause of death was vsd complications.

Manufacturer narrative:
Updated section b5 and h6- device code. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation. The complaints for difficulty to cross native annulus, valve movement on balloon, and difficulty to withdraw system with valve through vasculature were unable to be confirmed due to unavailability of device or imagery. In this case, there was no allegation a device malfunction contributed to the reported events. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "it was difficult to advance through the tight anatomical mitral valve and the valve moved on the balloon." Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing stents, etc.) May cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. In this case, the open-heart procedure with a tight anatomical mitral valve was reported to have caused the crossing difficulty. As such, available information suggests patient factors (patient anatomy) and/or off label use (open heart thv procedure) may have contributed to difficulty to cross native annulus. However, a definite root cause was unable to be determined. As reported, "during procedure, the valve was crimped directly on the balloon. The flex tip remained in the crimping position and not against the valve for the entirety of the case. Anterior leaflet resected and the valve was introduced in mitral orientation. It was difficult to advance through the tight anatomical mitral valve and the valve moved on the balloon". Per training manual, it states "ensure the flex catheter tip is flush with the thv for support during crossing". In this case it was reported that the flex tip remained in default position during the entire procedure and therefore the valve was not supported by the flex tip while crossing the mitral valve. Additionally, it was reported that difficulties were encountered to cross the mitral valve. It is possible that the crimped valve interacted or caught on the mitral valve while attempting to cross the mitral valve, and in combination with additional device manipulation to overcome the resistance, may have caused the thv to move proximally on the balloon. As such, available information suggests procedural factors (not following instructions, device manipulation) may have contributed to valve movement on balloon. However, a definite root cause was unable to be determined. As reported, "the balloon was stuck in the ventricle because the s3ur valve was too tight in the mitral valve (recall that the sapien valve was so tight in the native anatomy that the balloon came off the valve when attempting to advance the system in the tight anatomical mitral valve). It was difficult to retract the balloon to get it on the valve because it was incredibly tight. A series of micro retractions on the balloon with micro balloon inflations were attempted to marginally inflate the valve enough to get the balloon on the valve." Patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that causes difficulty during withdrawal. In this case, it was reported that the balloon was stuck in the ventricle because the s3ur valve was too tight in the mitral valve and it was difficult to retract the balloon to get it on the valve because it was incredibly tight. As such, available information suggest that patient factors (patient anatomy) may have contributed to difficulty to withdraw system with valve through vasculature. However, a definite root cause was unable to be determined. A ventricular defect (vsd) is a hole in the septum that separates the two lower chambers (ventricle). A vsd allows an abnormal shunt, meaning an abnormal passageway for blood that should not be occurring. A minor septal defect or leak may go unnoticed and not cause any symptoms. While a larger leak may cause symptoms such as difficult breathing, palpations, fainting, tia, stroke, and/or hemodynamic instability. These larger septal defects may require a closure device (septal occluder) to close the septal defect. Extreme cases may require surgical intervention to treat. Tmvr procedures sometimes are done requiring transseptal access for percutaneous mitral valve replacement. It is the mds decision to either close the transseptal opening with a septal occluder or leave the opening to close on its own. Closing the septal access during the initial tmvr with a septal occluder is considered procedural and not a serious injury (like perclose in the transfemoral approach). This was a case in which the thv was implanted in an open-heart surgery, so no need to in cross the septum for thv implantation. In this case, after valve deployment, ventricular septal defect was noticed. A patch repair was successfully done. The heart was closed and no ventricular septal defect or paravalvular leak was noted on echo. However, the patient passed away. The vsd could not be isolated to a single event, as it was only noted after a series of all the steps were taken. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.